Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation; an air leak from the forceps channel and scratches on the forceps channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the following: I. The handling method of the subject device generated a hole at the bending section on the instrument channel. Ii. Water intruded from the hole of the instrument channel during reprocessing. Iii. Water including antifriction agent (carbon) on the surface of the instrument channel came out from the distal end during water intrusion. In addition, there is a possibility that the cause of a hole at the bending section of the instrument channel is irregular insertion of the endo therapy accessories such as swift insertion of the endo therapy accessories or brushes, attachment/detachment of the endo therapy accessories or brushes while the tube was excessively looped, attachment/detachment of the endo therapy accessories or brushes while the cup of the instrument was open, insertion of the endo therapy accessories or brushes while the endo therapy accessories were not fully pulled in the sheath, or forcible insertion while the tube was bended. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The cleaning, disinfection, and sterilization involved bedside cleaning after each use. The scope was then transported to the cleaning room and hand washed by brushing the inside of the channel. The endoscope was then sterilized using a stella automatic endoscope reprocessor. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the uretero-reno videoscope had black liquid come out when the channel was flushed during pre-use inspection prior to a therapeutic transurethral lithotripsy procedure. The procedure was completed with a similar device. There was no reported patient harm or impact due to this event.